Event description:
It was reported by service report that the bed exit and scale was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Issue was resolved for the customer by plugging the scale back in.